Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 33 mg/dl and a loss of consciousness. The customer alleged the pump was not delivering insulin properly. Pump data review by tandem technical support showed the customer was delivering multiple override boluses. Customer required assistance from partner to treat bg level via consumption of carbohydrates. Reportedly, the customer reverted to an alternate form of insulin therapy.